Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012; inratio result 1.7, 1.0, 1.5. All tests were done within thirty minutes on new fingers. Pt's therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date (B)(6) 2012; inratio results (1.7, 1.0, 1.5); mean 1.4; sd 0.36; %cv 25.75; result - fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 279820. Test results as follows: donor (B)(6); inratio results (2.3, 2.4, 2.2); reference 2.09; bias threshold (1.09 - 3.09); %cv 4.35. Donor (B)(6); inratio results (2.3, 2.1, 2.3); reference 1.96; bias threshold (1.46 - 2.46); %cv 5.17. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot 279820 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)) no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.